Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015 his receiver would not turn on. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. Based on external visual inspection, the receiver was determined to be in good condition. Global receiver functional testing resulted in no failures related to the customer complaint. A review of the receiver data log found a hardware error code. The customer complaint was confirmed. The root cause was determined to be a hardware component failure. This complaint was deemed reportable upon completion of device evaluation on (B)(4) 2015.